Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a left anterior descending stenting procedure. Reportedly, after the device was deployed and the feet were closed, there was resistance to remove. The device was stuck. Fluoroscopy was taken and the feet were retracted into the guide. Another, more aggressive, attempt was made by another operator to remove the proglide and it broke at the metal and plastic connection in the guide. The distal portion remained in the patient and was "fished out". Manual compression was held prior to the removal of the broken piece. There was a reported clinically significant delay in the procedure or therapy. An unknown method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Resistance was felt during removal and excessive force was used to pull the proglide device out. It should be noted that the perclose proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In addition, excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, the device withdrawal against resistance was determined to be due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.